Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further testing and obtaining an x-ray. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in a car accident and following the accident, pacing impedance measurements on the right ventricular (rv) channel are varying between 400-1800 ohms. Pocket manipulation was performed and the measurements remained at 1800 ohms. There is no noise observed and sensing, threshold and shock impedance measurements are stable.